Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed several high ventricular rate egms with noise. Lead impedance was 326 ohms. At implant, impedance was 800 ohms and at a previous follow-up, impedance was 390 ohms. Capture and sensing were adequate. Isometrics and arm exercises did not reveal any inhibition or pauses. The physician elected to schedule a replacement.